Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) with hypoglycemia. The patient's blood glucose levels decreased to 3.8 mmol/l (68.4 mg/dl) while wearing the pod on the abdomen for 72 hours or longer. The patient felt dizzy and attempted to treat with dextrose energy candy/fructose. The patient loss consciousness and was transported to the ER by ambulance. At the ER, the patient was treated with fluids and saline utilizing intravenous therapy. The patient was released after 6.5 hours. The pod was discarded by the patient.